Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death is unknown. An autopsy is in progress and cause of death has not yet been established. The pump data is expected to be uploaded for investigation. Follow up report will be submitted accordingly.